Event description:
It was reported that there was no capture at high output due to left ventricular (lv) lead dislodgement. The lv lead was unable to be extracted or replaced. The lead was reprogrammed and remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.